Event description:
It was reported to resmed italy that an astral device displayed a system fault 74, message indicating a software task error. This resulted in an alarm which notified the caregiver of the error message. There was no pt injury reported as a result of this incident. MFR ref # 3004604967-2015-00171.